Event description:
During endoscopic femoral vein harvesting for cardiovascular bypass surgery, mechanical failure of the cautery tool jaws resulted in pieces of the insulating covering being left in the surgical field. Three small pieces of the covering were retrieved endoscopically. It is not known whether any pieces that could not be found were left behind.======================manufacturer response for endoscopic vein harvesting system, vasoview hemopro======================the manufacturer plans to assess the damaged device and report back as to their findings.